Event description:
During a laparoscopic cholecystectomy procedure, a small plastic part from the seal fell off the instrument into the pt's cavity. It was retrieved with a grasp. No pt injury was reported.

Manufacturer narrative:
5/16/1997- medwatch report not received by MFR. Submission of initial report to FDA by mfg.